Event description:
It was reported that a peritoneal dialysis pt a hole was noticed in the tubing line and fluid was leaking. No sample is available. The pt is doing well and did not require prophylactic antibiotics.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.